Event description:
During a shoulder arthroscopy, the cannular being used broke into 9 pieces. It was also reported that there was a forty five minute delay to irrigate all the pieces from the joint space. No injury was reported.